Manufacturer narrative:
H6: investigation summary: this memo is to summarize findings on your recent complaint (B)(4) against plate schaedler agar/schaedler kv agar with 5% sheep blood (biplate) catalog number 257589, lot number 1104468. It was reported that most of the plates in 19 boxes would be contaminated before use. The complaint trends were reviewed for a period covering 12 months. For this product, several complaints were reported for contamination issues. Therefore, a trend was identified, and further investigation was performed. The batch history review was performed. As part of the investigation, the ingredients of this medium were reviewed. During this review, no deviation was detected. Picture sample was provided for evaluation. Based on the pictures, the schaedler agar side was found to be contaminated. Retain samples were reviewed for this lot. During this review, contamination could be detected. At this stage of our investigation, we have excluded any systemic failure in our manufacturing process. A material review board (mrb) was conducted which led to a situation analysis (sa) which eventually resulted in a recall. The performed investigation showed that the origin of the contamination was associated with an anaerobic microorganism growing at lower temperatures (<22°c). This microorganism was detected for the first time at the production site. However, regarding the reported contamination, please note that this product does not have an sal (sterility assurance level) claim. It is filled aseptically, therefore an occurrence of a contamination event cannot be entirely ruled out. Based on the evaluation of the report the complaint is confirmed. An mrb was initiated and a sa was performed for contamination issue, which led to a recall. H3 other text: see h10.

Event description:
It was reported that while using plate schaedler/schaed kv 5% sb 120 contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "the customer received 19 boxes and most of all boxes are contaminated on the scheadler side. The customer cannot use all plates because he is afraid that the germs will also grow on the other plates when they are incubated. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ schaedler k-v agar with 5% sheep blood catalog number 221555 with 510k number k760460.

Event description:
It was reported that while using plate schaedler/schaed kv 5% sb 120 contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "the customer received 19 boxes and most of all boxes are contaminated on the scheadler side. The customer cannot use all plates because he is afraid that the germs will also grow on the other plates when they are incubated. "